Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at an office visit on (B)(6) 2016. The device was found to have been disabled at a later date as well as at a low battery condition. No additional relevant information has been received to date.